Event description:
Pt had PICC in 2001. When being discontinued 33cm came out easily then unable to pull any more out fibrous clot had adhered to outside of catheter - pt had to go to or & have cut down in order to remove PICC. Large thick clot was all around the outside of the catheter.